Event description:
A patient (age, sex, weight) unknown, received radio frequency ablation therapy of the liver. The complainant indicated that during a percutaneous approach using a metal guide, the insulation peeled proximally. The needle was removed with no pt injury or complication and completed with another of the same device.

Manufacturer narrative:
A failure analysis could not be performed due to the non return of the product. Based upon similar complaints, the most probable root cause is that the insulation was damaged during handling use with the metal needle guide. The directions for use for the coaccess electrode system warn the user of the following: if a needle guide is used, such as with the coaccess electrode system, carefully advance the electrode through the needle guide, making certain not to bend the needle. Needle guides have edges that can cause damage to or remove portions of the insulation on the needle electrode. A break in the insulation my result in tissue burns along the length of the electrode. The device history review was conducted and no anomalies related to this event were noted. A lot history search was performed and found no other complaints against lot number 11017437. The october 2007 rf probes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A CAPA has been opened to address this issue.